Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that a couple of months ago ((B)(6) 2019) he was on vacation and he was getting ready to go to bed and he checked his blood glucose (bg) and he was at 64 mg/dl which was odd due to having eaten dinner less than two hours before. He ate 15 to 30 grams of carbs and checked his bg levels again and he was now at 58 mg/dl so he ate another 30 grams of carbs and his bg was still not going down. He drank some lemonade (75 grams of carbs) and waited 10 or 15 minutes and he checked again and his bg was 44 mg/dl and then he went down to 39 mg/dl. His wife stated at that time they needed to call the emergency room. He turned his pump off at that time. The pod was worn for 4 to 24 hours on the abdomen. The emt's were called and they had him remove his pod and they injected him with sugar and then transported him to the ER. Customer stated that his bg was finally turning around by the time he arrived at the ER but he was kept overnight to monitor his bg levels. They gave him insulin and did a metabolic screen which showed he was fine. He stated he had no other medical issues or illnesses at that time. Customer stated that he had flown that day, so this was not a normal day for him.